Manufacturer narrative:
The tip of the agility wire was broken, but not separated in two pieces, during use in the patient. It was reported that the agility guidewire got stuck during advancement in the distal vasculature and found kinked and broken on tip area during usage. It was further clarified that the device did not break into two separate pieces and was removed intact in one piece from the patient without any difficulty. No additional intervention was required to remove the wire and there was no patient injury. The lesion was a chronic total occlusion (100% occlusion for >3 months), but not a bifurcating lesion. A drilling or jackhammer technique was being used to recanalize the vessel. The wire was reshaped by shaping needle. There was no difficulty experienced while tracking the wire through the vessel or lesion. The torque response was good; however, it was reported that the wire had become fixed/caught during advancement somewhere in the distal vessel. The wire was being advanced through the struts of an existing stent in the vessel. The break on the tip of the wire occurred after insertion into patient. There was no separation of wire in two or more pieces noted. There was also a kink noted on the tip of the wire while being used. There were no difficulties during removal and the wire was removed intact in one piece from the patient. The wire tip did not get prolapsed. No additional intervention required. The wire tip was visible on fluoro throughout the procedure. No resistance/friction between wire and other devices reported. The torque response was good. There were no other damages noted to the wire prior to insertion/after removal. No patient injury noted. The wire was not used for treatment of another lesion prior to this. The patient¿s current condition is alert and stable. The agility guidewire was received along with and within a microcatheter. The distal region was exposed beyond the microcatheter and the lip bond was intact. The guidewire was removed from the catheter, revealing a sharp kink. A close up of the kink showed the corewire intact within the coil. The kink was located at the region of the midjoint, approximately 3cm from the lip. The device history record review was performed and no known non-conformities were found. There was no break or separations in the returned agility wire, a kink in the coil area of the guidewire was confirmed. It was reported that the device was used for a chronic total occlusion where it became stuck in the struts of an existing stent. Also, it was drilled/jack hammered during use. As outlined in the instructions for use contraindications, the agility guidewires are contraindicated for use in chronic total occlusions in the peripheral vasculature. It is further warned that guidewires are delicate instruments and should be handled carefully. Never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. The cause of the event experienced by the customer as well as the kinks conditions observed could not be conclusively determined with analysis. However, based on the reported information, there are identified procedural / handling factors and contraindicated use that appears to have contributed to the event. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product device is anticipated to be returned but has not been returned yet thus additional information will be submitted within 30 days of receipt.

Event description:
The agility wire got stuck during advancement in the distal vasculature and found kinked and broken on tip area during usage. The lesion was a chronic total occlusion (100% occlusion for >3 months), but not a bifurcating lesion. A drilling or jackhammer technique was being used to recanalize the vessel. The wire was reshaped by shaping needle. There was no difficulty experienced while tracking the wire through the vessel or lesion; however, it was noted that the wire had become fixed/caught during advancement somewhere in the distal vessel. The wire was being advanced through the struts of an existing stent in the vessel. The break on the tip of the wire occurred after insertion into patient. There was no separation of wire in two or more pieces noted. There was also a kink noted on the tip of the wire while being used. There were no difficulties during removal and the wire was removed intact in one piece from the patient. The wire tip did not get prolapsed. No additional intervention required. The wire tip was visible on fluoro throughout the procedure. No resistance/friction between wire and other devices reported. The torque response was good. There were no other damages noted to the wire prior to insertion/after removal. No patient injury noted. The wire was not used for treatment of another lesion prior to this. The patient¿s current condition is alert and stable. The torque response was good.

Manufacturer narrative:
Per concert medical report (B)(4), DHR review was performed and no known non-conformities were found. The product device analysis is anticipated to be completed but has not begun yet thus additional information will be submitted within 30 days of receipt.